Manufacturer narrative:
The reported events of beeping, a loose power port, and a broken spring lock mechanism were confirmed on the returned devices. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Review of controller (B)(4) manufacturing documentation confirmed that the associated device met all requirements for release. Analysis of controller, (B)(4), log files revealed a premature switching event triggered by battery (B)(4). This premature switching event is most likely due to a momentary disconnection between battery and controller. Log file analysis did not reveal any power disconnect alarms. The manufacturer has opened an internal investigation to evaluate momentary disconnections between batteries and controllers. Analysis of controller (B)(4) revealed that the device failed visual inspection due to a loose connector on power port one. The manufacturer and supplier have opened an internal investigation for controllers lose power connectors. Analysis of battery (B)(4) revealed that the device failed visual inspection and functional testing due to a deformed spring lock mechanism that prevented the battery from properly locking to the controller. Inspection of the connector revealed a dent, likely due to damage induced during the handling of the device. The most likely root cause of the reported beeps can be attributed to momentary disconnections between the batteries and controller. A possible root cause of the loose connector may be attributed to a shift in the manufacturing process. The most likely root cause of the damaged locking mechanism on the battery can be attributed to mishandling of the unit. Heartware will submit a supplemental report when new facts arise which materially alters information submitted in a previous MDR report. (B)(4).

Manufacturer narrative:
Other devices involved in this event: bat312564. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Please note: due to new iata and dot regulations prohibiting the transportation of lithium ion batteries by air, investigations will be prolonged as we await the return of devices via cargo ship. Additional devices for this complaints: serial # : (B)(4) catalog # : 1650 exp. Date: 01/15/2017 mfg. Date: 01/15/2016 (B)(4). This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient was having beeps like power disconnecting and reconnecting when bending over or re-positioning. On inspection of equipment, power port #1 was found to be loose and a broken spring lock mechanism was found on one of the batteries. The controller and the battery were exchanged. There was no lasting impact to the patient as a result of the reported event.